Event description:
It was reported that the tip detached while retracting the delivery system from the introducer sheath. Reportedly, the stent was successfully deployed, but during the retraction of the delivery system through the sheath, some resistance was encountered. Upon removal, it was identified that the tip of the delivery system was missing and was lodged inside the introducer sheath. The sheath and tip were removed without any issues. There was no injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The delivery system has been returned for evaluation and the investigation is currently underway.